Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, stabbing pains, hard, swollen breast, constantly itchy under breast, numbness under armpit, arm and hand," and "always feels cold to touch." Patient additionally reported "awful memory loss, concentration and anxiety problems;" these events are not related to the device. Device remain implanted.